Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that the pitch cable was found to be broken at the proximal clevis hub. The clevis does not exhibit any wear. The broken strands stuck out at the wrist. Other cables at wrist were undamaged. An additional observation not reported by site was that one grip was bent, causing side to side misalignment of grips. There was a .008 offset at the tips. The bent grip doesn't exhibit separation of the yaw pulley and pulley cover at the glue joint, likely cause of bending remains overloading at the tip. Evidence not conclusive, but bent damage may be due to likely mishandling/misuse. No other damage was found.

Event description:
It was reported that during a da vinci hysterectomy procedure, the customer noted that the fenestrated bipolar forceps instrument would not work properly. No additional information provided. There was no report of fragments falling into a patient. There was no allegation of any harm, injury, or adverse outcome to a patient.